Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was rebooted and case was completed without incident. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. An internal investigation has been opened to address the issue. A corrective action has been initiated. (B) (4). (B) (4).